Event description:
It was reported the atrial lead impedance was out of range and appeared to be fractured based on impedance. The patient is undergoing chemotherapy and lead replacement is being delayed until the therapy can be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.